Manufacturer narrative:
Date of event - estimated based on the aware date of 27aug2020.

Event description:
It was reported that a fistula occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. Approximately six months post implant, the patient had a positive stress test with shortness of breath which prompted a cardiac catherization. During the cath the left anterior descending coronary artery was stented. Additionally, when contrast was injected in the left coronaries contrast washed from the circumflex to the laa. No further intervention was performed on the implanted device, laa or circumflex. The patient was stable and discharged.